Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch verioiq meter was prompting an error 1 message when he was attempting to test his blood glucose. According to the ot verioiq owner's manual, an error 1 prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the morning. The patient reported using no diabetes medications to manage his diabetes. The patient reported making no changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on (B)(6) 2013 he had symptoms of "hot and cold flashes". The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca determined that this was not the first time the meter had been used. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient's alleged symptoms do not meet lfs's criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved with troubleshooting done by the cca.

Manufacturer narrative:
Follow-up # 1 (03/05/2013)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter failed testing. The meter was found to have capacitor c85 shorted. After pa replaced c85, the battery was able to recharge and the meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.